Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 wont power on. Technical support: 1. Informed most likely due to the keypad. 2. Customer would like to send in for warranty repair. 3. Transferred to repair team for further assistance. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: 1. Informed most likely due to the keypad. 2. Customer would like to send in for warranty repair. 3. Transferred to repair team for further assistance. Serial number was not provided therefore a review of the device history record cannot be performed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
The customer reported their device will not turn on. No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported their device will not turn on. No patient involvement.